Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with the entire teflon pad removed from the clamp arm. The material approximately 0.41" x 0.10" was missing and not returned. Failure analysis found the primary failure of damaged teflon pad to be related to the customer reported complaint. Additional observation was also identified: the harmonic ace instrument failed the intuitive motion test (imprecise motion). The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. There was a major delay to the roll movement output to what the hand motion was being experienced at the master tool manipulator (mtm). The manual rotation of the shaft also experienced heavy friction. The housing was removed and no damage was observed in the backend. This instrument will be transferred for further evaluation of the roll motion issue. Advance failure analysis confirmed the initial findings. The harmonic ace instrument experienced friction during roll motion. The roll gears were measured and they were both found to be out of specification, leading to increased friction.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument was inspected, and the teflon pad allegedly was broken off and fell. The user completed the planned procedure using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A return material authorization (RMA) was issued, but the instrument has not been received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.